Manufacturer narrative:
The stent graft remains implanted; therefore, not available for evaluation. The event investigation is currently underway.

Event description:
It was reported that approximately five months post stent graft placement, the patient presented with a thrombotic occlusion within the av graft circuit. Imaging was performed and an area of severe stenosis within a stent graft in the basilic axillary vein junction was identified. Angioplasty and thrombectomy were performed with successful results.